Event description:
Information was received from a consumer regarding a patient receiving intrathecal therapy via an implantable pump for non-malignant pain. The patient¿s current pump had malfunctioned. The patient had issues with the pump. The hcp had told the patient to schedule the manufacturing representative to meet him at their appointment with the hcp. No symptoms were reported. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.